Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, they observed the preloading of the first clip; the clip was not secure within the jaws of the device. The handle was also very slow to return to the open position after firing. The scrub nurse attempted to load several clips, but they continued to shoot out from the applier. They opened another clip applier, but did not use it. The case was completed with no consequence to the patient.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.